Event description:
Insufflation tubing snapped off at connect to trocar during laparoscopic procedure causing air in peritoneum to leak out. Tubing replaced, peritoneum reinflated and case continued as planned.